Event description:
It was reported via repair work order that the scale was inaccurate due to a malfunctioned load cell. It was also reported that the bed alarm would not function correctly and power cord sheathing was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.